Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead could not be properly set into the port on the device. The rv lead impedance measurements were high out of range and sensing was poor. After multiple attempts to back the set-screw out and reset the rv lead, it was decided to open a new device. The leads were then connected to the new device with no difficulties. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of header, impedance, sensing, and set screw anomalies could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.